Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's maude database report from FDA which states, "IV pump started making a loud beeping, and shut off. Pump was plugged in and charging at the time. Pump would not restart, just flashed a red light and repeatedly beeped."

Event description:
Received a copy of the customer's maude database report from FDA which states, "IV pump started making a loud beeping, and shut off. Pump was plugged in and charging at the time. Pump would not restart, just flashed a red light and repeatedly beeped."

Manufacturer narrative:
Additional information : imdrf annex a and g codes.